Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and removed the m cabinet and checked the host pc and it powered up. The fse tried fsf key ctrl+alt+s but was on same state. The fse restored ghost image software. After reloading the ghost software the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system will not power on, system stuck at zero's. The device was in clinical use. Patient harm is unknown. The service engineer reloaded the ghost software and observed the system. Machine is working fine. Philips has started an investigation of the complaint.